Manufacturer narrative:
B3: event date is month and year valid  section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97754 (serial: (B)(6); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding external equipment. The reason for call was caller reported the pt's recharger was not working and the issue began last week. Caller stated the patient was in the hospital for 3 weeks and the patient needed to charge their implant. Caller noted the patient programmer was working and they knew the implant battery was not dead. Caller also noted the green light was on the desktop charger (dtc). Callers stated the recharger was blank and would not turn on or have power to recharge the ins. Caller did not have the equipment with them at the time of the call. Patient service reviewed with caller that patient service would call them back at a later time to troubleshoot. Pt nurse called in, working with a pt who is currently in a rehab care facility. Recharger (insr) was fully charged but not responding to button presses when trying to charge the implant (ins).an email was sent to repair to replace the recharger. Agent made outbound call to pt representative. Pt rep explained that a nurse working with the patient called in to ts earlier today and they able to help the pt. No further action necessary agent closed case.

Manufacturer narrative:
H3. Analysis of the insr found a non-conformance. The recharge board was damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.